Manufacturer narrative:
Correction regulatory report sent to update the aware date to 2024-nov-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient programmer handset now looks different - only shows basic mode for about 4 months but before they always had access to stim settings/advanced mode. Additionally, the battery reminder turned itself on for 11:00h every day (it was off before.) The patient had not had any programming done since 2022, there was no MRI/emi or any signs of a por at all. Patient is doing fine so they assume that stim is still on and working. No symptoms were reported. Additional information was received reporting that there was an appointment with the patient today. The ins was read with the patient programmer (pp) and on the screen, they were only shown the ins icon with lightning bolt (i.e. On) and the battery indicator at 50%. They could not see the active groups or the amplitudes. It was confirmed the pp was in simple mode. When connecting to the tablet, an error message came after 30% connection establishment, referring that the ins memory needed to be updated since an old clinician programmer was used in the past. This was confirmed by "ok". Except for the electrodes, no data was stored in the setup, the ins was on and group a was active, but without programming/stimulation settings. The ins implant date was dated as (B)(6) 2024 although it was implanted in 2017 and the elective replacement indicator (eri) date was dated as (B)(6) 2031. The defective contacts on the left electrode have probably been known since 2018 and are not new. In the usage, it could be seen that in (B)(6), the usage was not at 100%. The number of deep discharge is 0. According to the patient's son, it was noticed about 4 months ago that the battery rem inder was on again, the amplitudes on the handheld device were no longer visible and adjustable, and the patient had also lost a lot of physical damage. The patient's son says that they were last in the clinic in 2021 and were read out and adjusted there with a clinician tablet. They did not go to the ins with any medical equipment at the appointment. It was reviewed that based on the data report and session report, it appears the ins was read out on (B)(6) with an old clinician programmer and thus, scrapped the programming and all possible timers/counters were reset. Apparently, the implant date was also changed. It was reviewed it was possible the patient has not had any reasonable therapy since sep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that was confirmed by the physician reporting that the lost programming issue resolved. The cause of the defective left electrode contacts and what is meant by defective was unknown. It is unknown what steps were taken to resolve the defective left electrode issue and the issue has not been resolved.